Manufacturer narrative:
(B)(4). Clarification received from global technical services that the homepatient was not connected and did not reconnect during the 2240 alarm. No further information will be provided for this event.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown; therefore no evaluation or batch review can be performed. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown, therefore, the 510k number is unknown.

Event description:
A customer contacted baxter?s global technical service center to request assistance with ending therapy. The homepatient (hp) stated that they had a system error (se) 2240 alarm (indicating air) last night. The technical service representative (tsr) assisted with ending therapy. No patient injury or medical intervention was indicated at the time of the initial report.